Manufacturer narrative:
Updated fields: b4, d4(version or model #, catalog #, unique identifier (UDI) #), d9, e1 (site country), e3, h6(type of investigation, investigation findings, component code, investigation conclusion), h10 additional information: e1(event site telephone: (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) unit screen was not working. A getinge field service engineer (fse) stated he was able to reproduce issue. To resolve issue replaced assembly display control board. Functional testing and safety check was done to factory specifications. Returned to the customer and cleared for clinical use. The was patient involved is unknown.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units screen is not working.